Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. During preparation of the 2.75 x 12 mm nc trek balloon catheter resistance was felt during removal of the protective sheath; however, with force it was able to be removed. The balloon catheter was inserted onto the guide wire; however, met resistance during advancement on the guide wire prior to entering the patient anatomy. The balloon catheter was removed from the guide wire without issue and a same size nc trek balloon was used without issue for the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty positioning the guide wire was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protected sheath; however, the reported difficulty positioning the bdc over the guide wire appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.